Event description:
It was reported that when the surgeon checked the crosslink connector, the surgeon found that the set screw loosens and comes off. The surgeon tried to assemble the set screw on the crosslink connector, but it was difficult to insert the set screw to the connector. Finally, the crosslink connector was not used in the operation.

Manufacturer narrative:
Updated lot code for reported device is 137347. Method: device history review and device evaluation. Results: no manufacturing issues were identified for reported lot code. Visual inspection indicated the returned device was received with one of the set screws fully threaded and the other slightly threaded. Scratches were observed on the hook of the fully threaded set screw as well as on the neck of the device. The set screw threads were slightly deformed. This was likely the result of the user trying to loosen the set screw. On functional inspection; the fully threaded set screw could not be turned, confirming that it was jammed. The other set screw moved without issue. Conclusion: the most likely cause of the customer reported event is unthreading of the set screw by the user, resulting in its disengagement.

Event description:
It was reported that when the surgeon checked the crosslink connector, the surgeon found that the set screw loosens and comes off. The surgeon tried to assemble the set screw on the crosslink connector, but it was difficult to insert the set screw to the connector. Finally, the crosslink connector was not used in the operation.